Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the unite powers off after about 40 minutes of operation when unit is plugged in to ac power. The ac power icon is illuminated when plugged in. This is an intermittent but repeatable failure. No alarm or other warning was given before the unit shuts off. No known impact or consequence to pt.